Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. It was reported that the patient's appointment with their healthcare provider (hcp) is on (B)(6), and they are bringing the recharging system to troubleshoot. The patient is still recharging with no problems, but they think it might be taking longer than it used to.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual. It was reported that it took the patient an hour and a half to top off their battery recharge daily, when it used to be only 30 minutes daily. They also noted they were charging too often. There have been no programming changes or adjustments to parameters, nor any previous overdischarges. It was noted the device was nearing the 9 year mark, and the patient was considering getting the device replaced soon. They were scheduled to see their managing physician in 2-3 weeks. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was stated that the recharging time has not been resolved. The patient is still recharging, but they are following up with their neurologist at their next appointment to troubleshoot further.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reiterated the issue with the patient charging too long. They stated the patient's programming was also changed about 2 months prior. The patient is set at 4.2v. The patient tops off their device every 2-3 days. Recent recharging statistics were reviewed with technical services, and technical services concluded that the patient's recharging is normal.